Event description:
It was reported that the rear side of battery compartment is cracked & battery springs are too corroded. The results of the investigation found that the upstream occlusion sensor (uso) was buckled. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a buckled upstream occlusion (uso) seal. The uso seal was replaced to fix the issue.